Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the color of the cable was black and a full breakage. The instrument did not work at all during the procedure and nothing fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire between the force pulley and the grip tips. The cable has been cut/sheared off. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint regarding a broken cable was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement.

Event description:
Refer to h11 for follow-up information.